Event description:
A report of was received that a patient had been burned by their charger. The burn was about the size of the quarter and the patient did not seek medical treatment for the burn. The patient reported using his antibiotic cream to treat the burn. The patient has been sent a replacement charger and is reportedly doing well.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0, as a result of patients receiving burns, while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary, because the complaint failure modes for charger 1.0 has been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.